Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer who stated that they were having connection lagging issue. The patient mentioned that they had called before but had forgotten how to clear the data. The patient mentioned that it was super-fast when they put it in last may. The patient mentioned that there's a "big delay" getting the pump medicine delivered and was "timing out before delivered anything". The agent reviewed information and the patient cleared data in the handset.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for non-malignant pain. It was reported that the handset was very slow and gets stuck at 90%. Patient stated "it happened with the other one" (handset) but this new handset for their current pump has been doing this for probably about a month and it's been getting worse over time. Patient mentioned 3-4 weeks ago they also saw a message about clearing storage. Agent assisted the patient with clearing data. Patient confirmed they were able to connect much faster.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.